Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set was damaged. There was a bad connection made with a catheter hub because it wasn't connected correctly with the luer lock. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.